Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely, that the image flashed, due to a communication failure caused by the faulty cable. It is likely, that the faulty cable was caused by disconnection, due to the cable kinked. The event can be detected/prevented, by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a flashing image that was found during preparation for use. There were no reports of patient harm or clinical impact.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to multiple bad kinks on the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.